Manufacturer narrative:
Complaint (B)(4) received. There were no allegations of patient harm. The customer did not return the device for evaluation. The customer claims the device was repaired by replacing the heater assembly.

Event description:
The customer claims that the device is not heating the water above 35c degrees.